Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in USA alleging an error 3 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.